Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false negative) was completed. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. (B)(4). Additional information: a false negative occurs when a test fails to detect sars-cov-2 when it is present in a sample. Sometimes this happens when there is very little virus present in a sample. The chance of getting a false negative result with the lucira covid-19 check it test kit is low. Based on the limited information available, root cause cannot be determined. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having an alleged false negative result. The complainant mentioned there was a lucira test performed with a negative result. The complainant/user tested positive with a lucira test prior to the negative result and retested with an additional positive lucira test after the negative result was received. No additional kit lot number information provided.